Manufacturer narrative:
Final analysis found an electrical short circuit due to damaged proximal and distal insulations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance in the bipolar configuration. No capture and sensing was also noted. The lead was removed and replaced.